Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medial products: dtba1d1 defibrillator implanted on: (B)(6) 2014; 419478 lead implanted on: (B)(6) 2007; 5076-45 lead implanted on: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) shoulder bag experienced a broken strap and the controller kept falling out of the shoulder bag. The shoulder bag was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
On supplemental medwatch follow up number 001 (regulatory report # 3007042319-2018-00762) was inadvertently submitted with the incorrect date. The date should have been (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed a broken snap hook on the shoulder pack. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to deterioration and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.